Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdomen pain lower') and menorrhagia ('menorrhagia (heavy menstrual bleeding), blood clots') in a 39-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea and urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain : back") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 5 days after insertion of essure. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or bladder"), urinary tract disorder ("bladder or urinary problems or bladder"), migraine ("migraines") and dermoid cyst ("dermoid cyst") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), oophorectomy (unilateral) and hysterectomy with bilateral salpingectomy, unilateral oophorectomy - left ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, headache, fatigue, uterine leiomyoma, ovarian cyst, hormone level abnormal and dermoid cyst had resolved, the bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dermoid cyst, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removed: no trailing coils: left- 3, right- 8 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 727087, manufacturing date: 2010-03, expiration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdomen pain lower') and menorrhagia ('menorrhagia (heavy menstrual bleeding), blood clots') in a 39-year-old female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polymenorrhoea and urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain : back") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 5 days after insertion of essure. On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches"), bladder disorder ("bladder or urinary problems or bladder"), urinary tract disorder ("bladder or urinary problems or bladder"), migraine ("migraines") and dermoid cyst ("tumor / teratoma / cancer type: dermoid cyst") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), oophorectomy (unilateral) and hysterectomy with bilateral salpingectomy unilateral oophorectomy - left ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, fatigue, hormone level abnormal, headache, vaginal haemorrhage, ovarian cyst, dermoid cyst and uterine leiomyoma had resolved, the bladder disorder and urinary tract disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, dermoid cyst, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure removed: no trailing coils: left- 3, right- 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received lot number was added. Events "abnormal bleeding (vaginal), bladder or urinary problems or bladder, migraines, reproductive system disorder or condition type of disorder or condition: ovarian cyst, tumor / teratoma / cancer type: dermoid cyst; uterine fibroids, lower abdomen pain" were added. Reporter information, patient aka name and patient demographics were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), blood clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain : back"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, back pain, fatigue, hormone level abnormal and headache had resolved. The reporter considered back pain, dysmenorrhoea, fatigue, headache, hormone level abnormal and menorrhagia to be related to essure. The reporter commented: discrepancy noted: essure removed: no diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events added- pain: dysmenorrhea (cramping),back, menorrhagia (heavy menstrual bleeding), fatigue, hormonal changes and headaches. Outcome for the events pain: dysmenorrhea (cramping),back, menorrhagia (heavy menstrual bleeding), fatigue, hormonal changes and headaches updated to recovered / resolved. Reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.